Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papillary area during an endoscopic papillary balloon dilatation (epbd) procedure performed on an unknown date. During the procedure, the balloon was unable to inflate due to a pinhole. The procedure was not completed and was cancelled after the patient had been sedated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event is approximated based on the date the manufacturer became aware of the event.